Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a rebel with stent, mandrel, and balloon protector. The balloon was tightly folded. There was contrast in the inflation lumen. The distal stent was bent, flared, and overlapping. There was tip damage. There were numerous hypotube kinks. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-august-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 20x3.50 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.